Event description:
A malfunction alarm was reported without any notable preceding events. There was no adverse impact on the customer¿s blood glucose level. The customer was provided with pump reset information and planned to reset the pump upon returning home; no immediate further action was required.